Event description:
The hcp reported that within days of implant, the patient presented to the hospital with overdose symptoms-the pump was infusing morphine and bupivicaine. The pump was programmed to a minimal rate. The patient then experienced increased pain and pressure in the back. The hcp then increased the rate of insuion, but after 2 attempts, without the patient experiencing relief, a dye test was done. This showed the catheter to be patent with dye observed in the in the intrathecal space. A second catheter dye test was done later at another facility-"there was no evidence of medication or csf drawn back during dye test". The patient had a pump revision done. During that procedure, the pump was disconnected from the catheter and cerebrospinal fluid was seen visibly flowing from the intrathecal space. The catheter was not replaced. The drug from the old pump was inserted into the new pump. The patient outcome was not reported after the replacement surgery.